Event description:
It was reported that failure to capture was observed on the ventricular device during the implant procedure. A few different implant locations were tried, but the problem persisted. The physician elected to stop the procedure, and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A visual inspection revealed the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed, including output verification revealed no anomalies contributing to reported event of capture problem. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.